Event description:
Pt reports pump was not able to prime tubing. Pt tried again with another set of tubing with success. Possible defective tubing, no pump issue. Pt states that package for tubing thrown away, so no lot number is available. No reports of any adverse event due to defective product. No other info known. Reported (B)(6) by pt/caregiver.